Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during subcutaneous suture on caesarian section, the needle was detached from the thread. The surgeon stopped using it. The procedure was completed with another device. There was no patient injury.